Event description:
It was reported that the patient presented in clinic with presyncopal symptoms. Upon interrogation of the pulse generator, episodes of ventricular noise resulting in over sensing that led to pacing inhibition were noted. The noise could be reproduced in the clinic. The device was explanted and replaced.

Manufacturer narrative:
Final analysis confirmed normal device characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.